Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Technical services (ts) recommended programming changes to reduce inappropriate therapy. This crt-d remains in service. No additional adverse patient effects were reported.